Manufacturer narrative:
The insulin pump was returned for power loss alarm, low battery alarm and power error 25 confirms in the long trace. Detailed trace analysis confirmed the insulin pump alarmed low battery and then the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes; the power loss alarm occurred after the error 25 alarm was cleared. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a power loss. The patient's blood glucose level was 89 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.